Event description:
It was reported that the pt complains of pain. He reports that the pain has been present all along. He is following up with his surgeon and will be having an MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices identify, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.